Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study. It was reported that there was a lead mis communication. The hcp stated that an impedance check showed miscommunication on four pairs. Interventions included an explant of the entire system, which occurred on (B)(6) 2017. The etiology of the event was noted as not related to the implant procedure and possibly related to the device or therapy. The outcome of the event was noted as resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had their entire system explanted due to an event; it was unclear what the event was. The status of the event was unknown at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the impedance issue/miscommunication on four pairs was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.